Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date a patient presented with mitral regurgitation (mr) for a mitraclip procedure. One mitraclip was implanted. On an unknown date, one month later the clip opened to 32.2 degrees. On an unknown date, one year later from the procedure date, the clip opened to 38.0 degrees. The patient's mr grade was 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2024, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip was implanted. The patient's final mr grade was 1. On (B)(6) 2024, the clip opened to 32.2 degrees. On (B)(6) 2025, one year later from the procedure date, the clip opened to 38.0 degrees. There were no adverse effects to the patient. The patient status was stable.